Event description:
The customer reported that he has been having to change the battery more frequently. The customer also felt that the insulin pump was not delivering the correct amount of insulin. Troubleshooting was performed. Found that there was a crack near the battery compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.